Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that her box on her back for ins did not turn on. Additional information was received from the patient on (B)(6) 2018 reported the button was non-functional. The patient stated two days prior to the call, she had a headache and thought it may be from the stimulation, so she went to use the patient programmer to turn stimulation off, but discovered the stimulation was off and didn't know stimulation was already off. The patient tried to stimulation on, but the buttons would not work to turn stimulation on. It was noted patient services confirmed with the patient they were pressing the stimulation on button when the screen was off, confirming the button did not power the screen on. There was no report of out of box failure. The patient noted the stimulation on and off button was not working and the programmer was not working. There were no further complications that have been reported as a result of this event.